Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device exhibited false high measurements on capture management even when the capture threshold measurement was within normal limit. The capture management was reprogrammed to monitor only. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant products: product ID 407658; serial# (B)(4); implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.